Manufacturer narrative:
There was no button error alarm and no act and up button response due to corroded keypad traces. Due to no act button response, the rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement tests were not able to be performed. The device was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states trying to give themselves insulin, but the buttons are unresponsive, and when they do respond, it shows the incorrect amount of insulin chosen. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.